Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing which caused automatic mode switch (ams) episodes. No intervention was performed, and the lead will continue to be monitored. The patient was in stable condition.